Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
A family member reported that a patient was implanted with bilateral systems on (B)(6) 2006 and had one of the systems removed on (B)(6) 2009 due to infection. The patient was implanted for parkinson¿s dual.